Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was admitted to the hospital due to having a lump on his left chest. The device and leads were explanted due to infection. The patient was stable before and during the procedure and is doing well. Related manufacturer report number: 2938836-2019-12203, related manufacturer report number: 2938836-2019-12204.